Event description:
It was reported that the patient experienced a loss of therapeutic effect and a return of symptoms that occurred "a week or 2" prior to the report. It was noted that the patient was receiving "good relief" and "out of nowhere he had a return of symptoms". It was noted that the patient was at "5 or 6 for his amplitude". It was further noted that the patient "hardly ever used his programmer and probably had not used it in the past year". It was noted that the patient "was getting poor communication screen after changing the batteries on the patient programmer". It was further reported that the patient did not have a stimulation sensation and did not have therapy. Additional information received reported that the patient received assistance from his physician and manufacturing representative and his concerns were resolved. It was noted that the patient "needed an appointment for a battery change". Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-33, lot# v238369, implanted: (B)(6) 2009, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).